Event description:
On (B)(6) 2021, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6), alleging that the patient¿s unspecified onetouch meter read inaccurately high. The complaint was classified based on the customer care agent (cca) documentation. Attempts were made to contact the patient for further information; however, they were unsuccessful. The reporter stated that on (B)(6) 2021 the patient obtained an alleged inaccurate high reading with the subject meter; exact reading not provided. It was not reported what medications, if any, the patient takes to manage his diabetes. In response to the elevated reading, the reporter claimed the patient acted accordingly however details of the action taken were not provided. The reporter claimed the patient was found ¿collapsed and whimpering¿ on (B)(6) 2021, after the alleged issue occurred. When emergency medical services (ems) arrived, the reporter claimed the patient¿s blood glucose measured ¿40 mg/dl¿ on the ems device compared to a measured value of more than 3 times on the subject meter. It was not reported what treatment the patient received. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Additional information was obtained by the customer care agent (cca) during a follow-up call with the patient. During the follow-up call, the patient reported that on (B)(6) 2021 at approximately 8:00 am, he obtained an alleged inaccurate high blood glucose reading of ¿220 mg/dl¿ with the subject meter. The patient stated that he normally manages his diabetes with rapid-acting insulin (6 units at breakfast time, 8 units at lunchtime and 5 units in the evening) and insuman basal insulin (12 units in the evening). The patient claimed that immediately after the alleged issue occurred, he injected 12 units of rapid-acting insulin and took his breakfast. The patient indicated that he felt fine until approximately 12:00 pm when he suddenly ¿fell over¿ and ¿passed out.¿ his neighbour heard him and called the patient¿s wife who then called the ambulance. The emergency doctor obtained a blood glucose reading of ¿40 mg/dl¿ on the emergency medical services (ems) meter. The patient stated that the doctor treated him with an unspecified injection and a drink of cola. After treatment, another blood glucose reading of ¿105 mg/dl¿ was obtained on the ems meter compared to a blood glucose reading of ¿200 mg/dl¿ on the subject meter around 12:10 pm. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had followed the correct testing process. The cca confirmed that the patient¿s test strips had been stored correctly and there was no indication of misuse to the product. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. The cca educated the patient on the use of control solution. Replacement products have been sent to the patient. Block d1. Brand name: ot verio flex meter. Block d4. Lot#: 4724676, serial#: (B)(6). Block h6. Medical device problem code: 1535.